Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had alarmed a broken force sensor was detected during seating or regular delivery. Customer blood glucose at the time of incident was 250 mm/dl. Troubleshoot was performed. Customer insulin pump received critical error, the issue cannot be resolved. The critical error started when the customer was in the swimming pool. Customer states pump was not exposed to a high magnetic field. Customer said they are not able to rewind the pump. Customer declined to troubleshoot for high blood glucose reading.

Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assemblies. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unable to verify critical pump error or pump error due to blank display. Unit received with corroded motor home switch and corroded battery tube. Unit received with cracked battery tube, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.